Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reby0027 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Event description:
It was reported that two catheters leaked liquid after being placed in this patient. No other information was provided. This report addresses the second device.